Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial implantation approximately eight (8) years and six (6) months ago as part of a pmcf study on the afn and rfn znn (zimmer natural nails. Subsequently, the patient had pain from a prominent distal screw due to a longer screw that was introduced during the operation. The patient underwent a removal of the screw approximately two (2) months post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. Complaint was not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.